Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the time setting on the device was incorrect, am and pm were switched. Customer passed out and had a seizure. Customer was getting am basal at night and pm basal in the morning. Customer's blood glucose was unknown. Customer was advised to call the helpline to adjust the time settings. Customer will not be returning the device for analysis.